Manufacturer narrative:
The reported event was confirmed manufacturing related. One sample was confirmed to exhibit the reported failure. The device had not met specifications. The product had caused the reported failure. A potential root cause for this failure could be "operator error". An amber 3 way foley catheter was returned. The catheter was attempted to be inflated with 30 ccs of di water using a luer lock syringe. Water began to spray from the irrigation eye. Lumen to lumen leakage is the cause of the deflation issue. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required as the reported event is confirmed manufacturing related. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the catheter fell out after the surgery due to water leakage. Catheter was inserted again, but it fell out. Probably, the water leaked from the lumen to the lumen.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out after the surgery due to water leakage. Catheter was inserted again, but it fell out. Probably, the water leaked from the lumen to the lumen.